Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device was explanted.

Event description:
Healthcare professional reported " right-side rupture ". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as unidentified (tear) opening (shell thickness was within specification). No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "right-side rupture". This record is for the right side. Device was explanted.